Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as the device is observed, out of its sealed package.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarifications to e.1.: fax number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.